Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿the picture disappeared¿, was reproduced and was determined to have been caused by an abnormality in communication with the scope due to a failure to receive the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered damaged rear panel, a worn-out connector socket and the software was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
During an unknown procedure, a loss of image occurred on the evis exera iii video system center. There were no reports of patient harm associated with this event.